Event description:
The patient underwent hand assisted laparoscopic low anterior resection surgery, due to a tumor in the sigmoid colon. End to end anastomosis was created with the car device. During the procedure, the surgeon fired the device and released the handle, he then began to pull the device handle out of the patient. The ring started coming with the device handle. Before the doctor realized the ring was moving, the ring broke loose from the device handle. Although no tear in the tissue was seen, a bubble test revealed a posterior leak. The ring was resected and the anastomosis was hand sutured.

Manufacturer narrative:
(B) (4). The surgeon first speculated that the circular blade failed to cut through the anvil head. According to further discussion with the surgeon, he felt that the device handle might have been removed too rapidly and should have been closed again to be sure it was closed completely in the first time. Preliminary device evaluation supports the assumption that this is a procedure rather than device related failure, as no device failure was found and the anvil was properly cut by the blade. Additionally, the production history files were reviewed, indicating that the device was released according to the product specifications. Positive leak test enables immediate intraoperative repair or strengthening of the anastomosis or anastomotic area and thus reducing the chance of future anastomotic leaks.